Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning that occurred drain 1 of 4. Air bubbles were found in heater bag. A volume error warning occurred. A fill complication encountered message occurred. There was fluid found in the inside. The patient confirmed the reported event. The patient stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported air detected in cassette cycler alarms during drain 1 of 4 of treatment. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning that occurred drain 1 of 4. Air bubbles were found in heater bag. A volume error warning occurred. A fill complication encountered message occurred. There was fluid found in the inside. The patient confirmed the reported event. The patient stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported air detected in cassette cycler alarms during drain 1 of 4 of treatment. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.